Event description:
Technician alleged that the brake caster would still roll when the brakes were set. No patient impact.

Manufacturer narrative:
The technician found the brake pad for the brake caster was set too high so the brake caster could still roll. The technician adjusted the brake pad to resolve the issue.